Event description:
It was reported that the left ventricular assist device (lvad) inflow and outflow velocities appeared stable. The computed tomography (CT) revealed similar lvad morphology to recent prior imaging, without evidence of inflow or outflow cannula obstruction or acute thrombosis. There was no acute peri-driveline/device fluid or gas collection to suggest infection. Comparison to previous computed tomography angiography (cta), the degree of layered thrombus in the left and noncoronary sinuses of valsalva has decreased, but not resolved. The patient had no symptoms and there were no changes to patient condition or anticoagulation status that may have contributed. The only changes to pump parameters was that the low flow alarm threshold was adjusted to 2.0. The CT of the lvad showed some turbulence near coronary cusp with right ventricle thrombus and likely right atrial thrombus and could be the source. Structural heart thought there was a small leak due to the small gap around the atrial septal defect (asd) occlusion device in the aorta which is likely the cause for the elevated lactate dehydrogenase (ldh) and hemolysis causing aortic insufficiency. The plan of care was to continue to monitor complete blood count (cbc) and ldh as outpatient and may need transfusions as outpatient.

Manufacturer narrative:
Section b5: previous left thrombus reported under MFR # 2916596-2020-06269. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the multiple tests performed included computed tomography of the chest, 3d left ventricular assist device reconstruction, transesophageal echocardiogram, and transthoracic echocardiogram.

Manufacturer narrative:
Manufacturer's investigation findings: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists hemolysis and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 entitled ¿patient care and management¿ also lists thromboembolism as a potential late postimplant complication. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists hemolysis, right heart failure, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 entitled ¿patient care and management¿ also lists thromboembolism as a potential late postimplant complication. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that hemolysis began on 16sep2021 and multiple tests revealed some worsening right ventricular failure. There were no device related issues that would have contributed to right heart failure and the patient did not exhibit any symptoms.

Manufacturer narrative:
Patient weight was requested, but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen for their 12 month follow up. The labs performed posted afterward were listed as abnormal .the patient's sodium was 123, which the patient had run low in the past. The patient had elevated lactate dehydrogenase (ldh) and bilirubin. The patient had an ldh of 1036 and 1065, but was previously 124. The patient's bilirubin was 2.9 mg and previously 0.6 mg. The patient was transferred to the emergency department of implanting facility and evaluated with likely admission to occur. A definitive diagnosis was pending. The patient had an echocardiogram and computed tomography (CT). The CT confirmed that a new right ventricular thrombus was present and a smaller right atrial appendage thrombus. No additional information provided.